Event description:
A customer reported to baxter (B)(4) of an administration set for blood/blood derivatives in which operator discovered hair in the drip chamber. The reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of an administration set for blood/blood derivatives in which operator discovered hair in the drip chamber was confirmed during sample evaluation. One sample was available at the plant for evaluation. Visual inspection revealed a hair inside the drip chamber. No other tests were performed. The assignable root cause of the reported condition is unknown. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510k number. Should additional information be received, a follow-up medwatch will be submitted.